Event description:
On 5/26/2022, it was reported by a sales representative via email that an ar-8925ss syndesmosis tightrope xp button appeared to have flipped up against the bone. However, after taking another x-ray, the buttons was still completely vertical, but now lodged in the central portion of the tibia. The final construct held syndesmosis closed, but was inside middle of tibia, the implant remains in the patient. This was discovered during a lateral mal ankle fx on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer-provided x-ray, which appears to show the migrated tightrope button. However, as the device was not returned for physical evaluation, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. No change in harm was identified.